Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the complaint device self-tapping cortex screw (product code: 04.214.110, lot number: 3l80984) was returned to cq west chester for investigation. The head of the broken screw was returned without the shaft. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: diameter of the screw head was measured and found conforming. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the cortex screw had broken and was confirmed during investigation. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 04.214.110 lot: 3l80984 manufacturing site: grenchen release to warehouse date: 13 march 2019 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the broken fragment of the screw retained in the patient. The procedure was successfully completed with no surgical delay. The patient outcome is reported as recovered.

Manufacturer narrative:
Additional procode: hrs. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, one (1) cortex screw was reported broken. There is no further information available. This report is for one (1) cortscr ø1.5 self-tap l10 tan. This is report 1 of 1 for (B)(4).